Event description:
Doctor will be performing an orif of a periprosthetic hip fracture on (B)(6) 2023. It is unknown if he will remove the unknown hip stem and replace.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: doctor will be performing an orif of a periprosthetic hip fracture on (B)(6) 2023. It is unknown if he will remove the unknown hip stem and replace. The radiograph was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment "(B)(4)." Visual analysis of the provided radiograph revealed that there was no damage or defects with the unknown hip femoral stem or a relationship with the reported event. The radiograph shows a fracture of the femoral bone, near the distal portion of the stem. The overall complaint was confirmed as the radiograph shows a periprosthetic hip fracture. However, there is not evidence that the reported stem could have contribute to the complained fracture. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.